Event description:
It was reported that the patient listens a very loud high frequency noise. He refuses to use the speech processor. The external parts were replaced, but he refers the same. A map with minimum mcl values was activated and he referred the same. Testing carried out on 04/05/2010 shows that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.